Manufacturer narrative:
Block b3: exact date unknown, event occurred early april 2025.

Event description:
It was reported that the implantable pulse generator (ipg) had flipped over and was not allowing patient to charge. The patient underwent a revision procedure wherein the ipg site was adjusted. There were no reported complications postoperatively and the device remains implanted and in use.